Manufacturer narrative:
Product ID 3889-28, lot# v956867, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, the manufacturing site ID was previously reported as #(B)(4). Additional review indicates the correct manufacturing site ID is #(B)(4).

Event description:
It was reported that the patient had their implantable neurostimulator (ins) and lead explanted due to a (B)(6) infection in the ins pocket. It was indicated that the patient had a history of (B)(6) infections. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).